Manufacturer narrative:
(B)(4). The device p-cap / test reservoir locks in place properly. The insulin pump passed the displacement test. Pump error 63 alarmed during self test and was confirmed in the formatted history file system time = (B)(6) 2021, 10:21:38.000, due to broken trace at u1 keypad assembly. The pump was cut open and no moisture damage on electronic assembly noted during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.